Event description:
Customer reported that the joystick is not working and is displaying a motion error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rui console (joystick). System operates as intended.